Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump was received missing retainer, reservoir does not stay locked in. The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.

Event description:
The customer's mother reported via phone call the plastic piece that fits on the reservoir compartment broke. The customers blood glucose at the time of incident is 200mg/dl. The pump will return for analysis.